Event description:
It was reported that a helix anomaly was observed on the lead during implant. It was noted that when the helix was being rotated the entire lead would also rotate. The physician had to immobilize the distal part of the lead in order to turn the helix. The lead was exchanged. A new lead was implanted. The patient was stable.